Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional contacted adc to report that customer¿s adc freestyle libre sensor fell off after 5 days of wear and consequently he was unable to check his blood glucose level. It was further reported that on (B)(6) 2019, the customer experienced symptoms described as ¿dizzy and chest pain¿. Customer self-presented at the ER where a reading of 420 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with humalog insulin and lisinopril 10 mg (high blood pressure) tablet. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor adhesive was returned. Observed adhesive was not peeling from the mount. Issue is not confirmed. No malfunction or product deficiency was identified.

Event description:
A healthcare professional contacted adc to report that customer¿s adc freestyle libre sensor fell off after 5 days of wear and consequently he was unable to check his blood glucose level. It was further reported that on (B)(6)2019, the customer experienced symptoms described as ¿dizzy and chest pain¿. Customer self-presented at the ER where a reading of 420 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with humalog insulin and lisinopril 10 mg (high blood pressure) tablet. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.